Event description:
The first holmium 200 laser fiber packaging was opened and found it was unattached to the connector. Second holmium 200 laser fiber was openened for use but the machine wouldn't recognize the laser after it was screwed on even after several attempts. Finally a 365 fiber was recognized and used for the procedure.